Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, device interrogation was attempted on this device implanted in a patient that was admitted into hospice. The device could not be interrogated and a red screen was displayed on the programmer associated with a fault code#1003 (voltage is too low for projected remaining capacity). The device was at end-of-life (eol) with no functionality. The device was last checked on (B)(6) 2014. Subsequently, the local representative reported that the patient had died on (B)(6) 2016. The device was buried with the patient and will not be returned. There were no allegations against the device and the patient's death was listed as 'normal death'. Boston scientific received information from the local representative who had been contacted to reprogram the device off per hospice nurse request (end-of-life request). The device had been implanted on (B)(6) 2009 and according to the local representative, the patient was not under the care of a device-following physician. The device had not been checked in over two years. Stored data from the patient's latitude data (from (B)(6) 2014) was reviewed by boston scientific's in-house engineers. The device at that time had no resets and no abnormal faults. No conclusion can be made about fault code#1003 from the latitude data.